Event description:
It was reported that an ilet device developed bars across the display and became unresponsive, consistent with a hardware screen malfunction, and the user switched to an alternate insulin therapy while a replacement was arranged. Customer care provided assistance that included device replacement logistics and user troubleshooting guidance, including instructions for returning the malfunctioning device. Investigation of this case revealed a nonresponsive screen consistent with a display failure. Symptoms included no reported changes in blood glucose levels. Outcomes included no medical intervention or hospitalization. It was concluded that the event involved a device component malfunction of the screen, and the user received education on return and temporary therapy while awaiting replacement.